Manufacturer narrative:
The suspect medical device has not yet been returned to olympus for evaluation/investigation. Therefore, the exact cause of the patient's outcome and the reported phenomenon could not be determined and is being judged as unknown. However, if the suspect medical device is returned for evaluation/investigation or additional significant information becomes available, this report will be updated.

Event description:
Olympus was informed that during a therapeutic transurethral resection of the bladder (turb) procedure, a minor lesion in the patient¿s bladder wall occurred following an unintended nerve stimulation. Since the lesion was very small, the urologist decided not to suture and only coagulated around the lesion. No further information was provided but there was no report about a malfunction of any of the olympus medical devices.

Manufacturer narrative:
Device evaluation: the suspect medical device was not returned to the manufacturer for investigation/evaluation but an authorized olympus technician examined the device on site. The evaluation/investigation at the facility confirmed that the hf generator is in standard condition. Furthermore, there were no reports of any malfunction of the hf generator. In general, the occurrence of nerve and muscle stimulation during electrosurgical procedures is an expected and foreseeable side effect, clearly identified in the IFU. Therefore, this event/incident was attributed to use error. Furthermore, a material or quality problem can be excluded since a manufacturing and quality control review was performed for the affected serial number of the hf generator without showing any abnormalities. The case will be closed on olympus side with no further actions. The reported event/incident will be recorded for trending and surveillance purposes. Furthermore, the user will be informed about the investigation results.